Manufacturer narrative:
The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of a small aneurysm. It was reported that physician attempted to detach the coil three times with using instant detacher and two times attempted with manual method, but coil did not detach. The coil was removed from the patient. A new coil and instant detacher were used to complete the procedure without further problems. No patient injury was reported as a result of the event.

Manufacturer narrative:
The axium prime coil and was returned for analysis within a shipping box and within a resealable pouch. The instant detacher was returned separately. There was no microcatheter or accessories returned with the device. The axium prime coil¿s pushwire was decontaminated. The pusher was found broken distal to the break indicator with the release wire broken. In addition, a bend was found distal to the break indicator. This is indicative that manual detachment attempts were performed at these locations. The actuator interface, positive load indicator, coupler tube, and break indicator were missing and not returned with the pusher for analysis. The coin was found to be present and pushed up against the lumen stop; with the shield coil present and the implant coil still attached. A manual detach attempt was performed by breaking the pusher distal to the bend and the implant coil was successfully detached on the first attempt. The lumen stop and the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. The retainer ring inner diameter (ID) was measured and found to be within specification. No other anomalies were observed. Based on the analysis performed, the axium prime coil was confirmed to have non-detachment as the pusher was returned with the implant coil still attached. Based on the returned device, the pusher showed evidence of manual detach attempts. It is possible that the non-detach was caused when the release wire broke during the detach attempt and subsequently the coin was not pulled back to release the implant coil. Detach attempted during investigation resulted in a successful detach of the implant coil. Since the actuator interface, positive load indicator, coupler tube, and break indicator were not returned; any contribution of the actuator interface, positive load indicator, coupler tube, and break indicator to the non-detachment could not be determined. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.